Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00049. All future reports will be submitted under mfg report num reflected in this report. The gas tank was not returned for evaluation. A review of the batch production record showed no unusual manufacturing issues. A review of the complaint records showed one other complaint against the reported lot. A review of confirmed complaints for the product did not stay in the eye as long as expected showed no complaints since the beginning of 2015. An analysis of the retained samples showed that the product was sf6 (sulfur hexafluoride) and met all release criteria. Nothing was found that would account for the reported event. The root cause of the reported event cannot be determined. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient underwent pars plana vitrectomy (ppv) procedure for retinal detachment. The macula was attached by using the intravitreal injection of sulphur hexafluoride (sf6) gas and cryoretinopexy. Post-operatively it was observed that the sf6 gas decreased and did not cover the causative retinal break. The patient required perfluoro propane (c3f8) injection and the gas was expanded with attachment of the macula. The patient condition improved and was discharged.